Manufacturer narrative:
The device was evaluated by zoll medical corporation. Te customer's report was duplicated and attributed to a loose connection of the display cable between the backlight board. The connector was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.